Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pod was leaking during wear. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was diagnosed with dka as well as sepsis. The patient was treated with intravenous fluids and insulin. The patient was prescribed antibiotics (2,000 mg) to be taken 2 tablets daily for 10 days. The patient was discharged from the hospital after 10 days. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.